Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the peeled rubber glue at both sides could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ureteroreno videoscope exhibited the rubber glue was peeling at both sides. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to section h4.

Event description:
No additional information reported by customer.